Event description:
Pt underwent an above knee femoro-popliteal bypass. During surgery, it was reported an oozing of the graft that was stopped when topical thrombin and protamin were administered to the pt. Graft remained implanted.

Manufacturer narrative:
Note: all info contained in this report was provided by the MFR. A non-implanted portion of the graft was returned to the MFR. However, since the portion was tightly wrapped in a gauze impregnated with a formol solution by the hosp, it was not possible to perform a meaningful product testing. Indeed, the collagen coating was damaged during the poor preservation of the portion. A piece of the non implanted portion of graft was, however, sent to an outside lab for sem eval. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. Three products coated on the same day than the complaint device underwent water permeability testing. Test results indicated values were well within product specifications. One product coated the same day and under the same conditions than the complaint device underwent water permeability testing. Test result indicated a value well within product specifications. No conclusion can be drawn until the non implanted portion of graft eval is completed. A f/u report will be submitted within 30 days upon receipt of any relevant info.